Manufacturer narrative:
Not returned to manufacturer.

Event description:
It was reported that the patient developed an infection on an unknown date. Additional information has been requested from the physician's office. To date, no additional information has been provided to rti for review.